Event description:
Reportable based on device analysis completed on 30-jun-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the crimped stent mid-section were bunched and overlapped distally from the distal stent portion. This type of damage is consistent with the stent encountering resistance in an attempt to advance the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink; 460mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).